Event description:
The customer alleges the expiration date on the vial of strips is 8/31/06. The batch record and sap database record the expiration date as 03/31/2006. The customer alleges her blood glucose readings were higher than normal and that her doctor changed her insulin medication based upon these suspect results. She alleges the high control was out of range, but did not provide the value. No report of adverse event. Return requested and replacement was sent.